Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve on the sheath detached and blood was bleeding back. The sheath was replaced and the procedure was continued. The hemostat valve came dislodged in the housing as the dilator was inserted, but was self-contained. The hemostatic valve did not break into two or more separate pieces. Air did not enter the patient¿s body. No medical or surgical intervention was required. Hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was very minimal. No patient consequence was reported. The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The device evaluation was completed on (B)(6) 2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate this failure mode. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ during the analysis, the lot number was retrieved. Therefore, d4. Lot, d4. Expiration date and h4. Device manufacture date were populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve on the sheath detached and blood was bleeding back. The sheath was replaced and the procedure was continued. The hemostat valve came dislodged in the housing as the dilator was inserted, but was self-contained. The hemostatic valve did not break into two or more separate pieces. Air did not enter the patient¿s body. No medical or surgical intervention was required. Hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was very minimal. No patient consequence was reported. The event was assessed as a MDR reportable hemostatic valve separation issue.